Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. No accessories were returned with the device for evaluation. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that paddles lead ECG on their device was hardly visible during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
A customer quality engineer evaluated the device electronic records and verified the reported issue. The quality of ECG signal during CPR began to deteriorate around 6:21am (about 30 minutes into device use), with the ECG signal exhibiting low amplitude relative to the impedance signal. Lead 2 was connected around 6:22am with no observed improvement to the ECG signal. The root cause for the reported issue was unable to be determined.

Event description:
The customer contacted stryker to report that paddles lead ECG on their device was hardly visible during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.